Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01510341. Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 334mg/dl. The expected fasting blood glucose test result range is 100 to 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is within the month of sept 2017. The meter memory was reviewed for previous test result history: 1:262mg/dl (B)(6) 2017 09:51 am fasting: yes. 2:348mg/dl (B)(6) 2017 12:00 am fasting: yes. 3:271mg/dl (B)(6) 2017 09:07 pm fasting: yes. 4:334mg/dl (B)(6) 2017 06:24 pm fasting: yes. 5:272mg/dl 09/13/2017 09:45 am fasting: yes. Customer called in and states that her meter is giving her high results than what she usually obtains. Customer states her normal fasting range is between 100mg/dl and 110mg/dl. Customer is concerned that all the readings listed are too high for her. Customer states she has been sick and recently on steroids 3 weeks ago and on antibiotics for an infection. Customer states her insulin was recently increased due to high readings reported to the doctor. Customer states she delayed the sliding scale insulin for a week because her primary doctor was out of town and did not want to take more insulin. Customer states she spoke to humana representative and they encouraged her to follow on call doctor's regimen. Customer does not know her a1c and encouraged to obtain her a1c. Customer states she ran a control and meter did pass control test. Customer states she stores strips in kitchen.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 334mg/dl. The expected fasting blood glucose test result range is 100 to 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in and states that her meter is giving her high results than what she usually obtains. Customer states her normal fasting range is between 100mg/dl and 110mg/dl. Customer is concerned that all the readings listed are too high for her. Customer states she has been sick and recently on steroids 3 weeks ago and on antibiotics for an infection. Customer states her insulin was recently increased due to high readings reported to the doctor. Customer states she delayed the sliding scale insulin for a week because her primary doctor was out of town and did not want to take more insulin. Customer states she spoke to humana representative and they encouraged her to follow on call doctor's regimen. Customer does not know her a1c and encouraged to obtain her a1c. Customer states she ran a control and meter did pass control test. Customer states she stores strips in kitchen.